Manufacturer narrative:
Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient developed severe aortic regurgitation correlated with fatigue and shortness of breath. During an aortic valve closure operation, the patient developed right ventricular (rv) failure and was supported afterwards by extracorporeal membrane oxygenation (ECMO). Day 10 post operation, the patient developed an infection in the lungs. The patient expired on day 20 post operation due to rv failure, sepsis and multi organ failure. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be determined. The heartmate 3 instructions for use (IFU) surgical procedures section warns that moderate to severe aortic insufficiency must be corrected at time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Local infection, driveline infection, pump pocket infection, sepsis, and right heart failure are listed in the heartmate 3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including the caring for the driveline exit site and controlling infection sections. No further information was provided. The manufacturer is closing the file on this event.